Manufacturer narrative:
The insulin pump was received with dog chew marks on the case, keypad overlay peeling off, end cap broken off and missing, motor missing, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The pump was unable to perform the displacement test due to missing motor. (B)(4).

Event description:
The customer reported via phone call of broken pieces on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump was damaged due to her dog chewing it up. The customer stated that the pump was broken into bits and pieces. The customer will be sent a replacement pump.